Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.

Event description:
It was reported that there was a patient incident of the device cutting the skin too deep. Additional information received stated that the surgery time was extended 10 minutes and that the surgery was completed with an alternate device. There was a report of harm, injury or adverse event to patient as the device gouged into the skin with 4" guard in place and stitches were required at the injured site.

Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. Initial product condition/visual examination: on (B)(6) 2016, it was reported that there was a patient incident of the device cutting the skin too deep. The customer returned an air dermatome device, serial number 109084, for evaluation. The customer also returned a hose and 3¿/4¿ width plates, for evaluation. Initial qa inspection of the air dermatome on 4/7/2016 revealed minor nicks to the leading edge and body of the hand piece. There was also a residue left on the leading edge. The swivel rotates 360 degrees, has 2 engagement pins and has a swivel ¿o¿ ring. The safety and thickness control lever operate as intended. The master blade, serial number 10, sits flush with the control bar. The device was tested with the test hose and operated within motor speed specifications. The device was tested with the customer hose and operated within motor speed specifications. Functional tests: repair of the air dermatome was performed by zimmer biomet surgical on 4/7/2016 which included replacement of the ball detent, damaged head, damaged control bar, thickness lever, reciprocating arm, neck, bearings, seal and retaining ring, motor, swivel, poppet assembly, hand piece assembly, with plates and ¿o¿ ring. The service technician noted that the width plates were chipped. The housing was replaced because the neck screws were stripped out. The cams were packed with blood and the unit had multiple nicks on the head and control bar. Air dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested per repair instructions. Prior to repair, the device operated within motor speed specifications and met calibration specifications at all tested thickness settings. A follow up medwatch will be submitted once the investigation is complete and a root cause has been established.

Manufacturer narrative:
It was initially reported on march 31, 2016 that the device was cutting the skin too deep. Additional clarification was obtained from the customer in which the device gouged into the skin with the 4 inch guard in place. Surgery was completed with an alternative device and stitches were required at the injured site. The customer returned the air dermatome device, serial number (B)(4), for evaluation. The device, manufactured on november 2, 2006, is over 9 years old. The most recent repair took place on march 12, 2014 for the needle bearing coming out. The repair was unrelated to the current repair. Initial qa inspection of the air dermatome on april 7, 2016 revealed minor nicks to the leading edge and body of the hand piece. There was also a residue left on the leading edge. The swivel rotates 360 degrees, has two engagement pins and has a swivel ¿o¿ ring. The safety and thickness control lever operate as intended. The master blade sits flush with the control bar. The device was tested with the test hose and operated within motor speed specifications. The device was tested with the customer hose and operated within motor speed specifications. Repair of the air dermatome was performed by zimmer biomet surgical on april 7, 2016 which included replacement of the ball detent, damaged head, damaged control bar, thickness lever, reciprocating arm, neck, bearings, seal and retaining ring, motor, swivel, poppet assembly, hand piece assembly, width plates and ¿o¿ ring. The service technician noted that the width plates were chipped. The housing was replaced because the neck screws were stripped out. The cams were packed with blood and the unit had multiple nicks on the head and control bar. Air dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The customer's reported event of the device cutting the skin too deep was not able to be verified. It should be noted that during both initial and repair evaluations no significant damage including calibration was noted that could have contributed to the reported event. As the reported event referenced a gouge to the patient, there is the potential that the user was applying inconsistent force to the device during the procedure. This is purely speculative this could not be replicated. Per the instructions for use, the unit should be guided forward using a slight downward pressure to ensure that the cutting edge remains continuously firmly in contact with the donor site. The device was repaired and returned to the customer. Recommended actions: no recommended actions at this time.

Manufacturer narrative:
The complaint is being reported by zimmer biomet as (B)(4). Investigation/evaluation: it was initially reported that the device was cutting the skin too deep. Additional clarification was obtained from the customer in which the device gouged into the skin with the 4 inch guard in place. Surgery was completed with an alternative device and stitches were required at the injured site. The customer returned the air dermatome device, serial number (B)(4), for evaluation. The device, manufactured on november 7, 2006 and was over 9 years old at the time this report was generated. There was a previous repair for the needle bearing coming out. The repair was unrelated to the current repair. Initial qa inspection of the air dermatome revealed minor nicks to the leading edge and body of the hand piece. There was also a residue left on the leading edge. The swivel rotates 360 degrees, has 2 engagement pins and has a swivel ¿o¿ ring. The safety and thickness control lever operate as intended. The master blade sits flush with the control bar. The device was tested with the test hose and operated within motor speed specifications. The device was tested with the customer¿s hose and operated within motor speed specifications. Repair of the air dermatome was performed by zimmer biomet surgical on which included replacement of the ball detent, damaged head, damaged control bar, thickness lever, reciprocating arm, neck, bearings, seal and retaining ring, motor, swivel, poppet assembly, hand piece assembly, with plates and ¿o¿ ring. The service technician noted that the width plates were chipped. The housing was replaced because the neck screws were stripped out. The cams were packed with blood and the unit had multiple nicks on the head and control bar. Air dermatome was then tested and functioned properly. It was repaired, inspected and tested. The customer's reported event of the device cutting the skin too deep was not able to be verified. It should be noted that during both initial and repair evaluations no significant damage including calibration was noted that could have contributed to the reported event. Per the instructions for use, the unit should be guided forward using a slight downward pressure to ensure that the cutting edge remains continuously firmly in contact with the donor site. The device was repaired and returned to the customer.

Manufacturer narrative:
A follow up medwatch will be submitted once the investigation is complete.